Event description:
The dealer reported that the wheel locks were worn. This could cause the chair to roll on an incline or it could cause the user to fall when attempting to rise from or sit into the chair.